Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed a pulse test) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12, q13, q16, and q17 on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor failed a pulse test.